Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There was very little data on the s2d file.

Event description:
It was reported that on the day after implant, an x-ray showed dislodgement of the right atrial (ra) lead. The ra lead was repositioned at the atrium. It was noted that the sensing value was unstable and the location was changed several times. After repositioning, the lead was fixed but the sensing value was low. It was suggested that the ra lead might be slacked, so it was pulled and fixed again. The sensing value was still unstable and low, but the ra lead was still fixed per the physician's discretion. It was noted that a measurement in unipolar was stable. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.